Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information from the patient that post pacemaker replacement procedure five years ago, one of the his leads dislodged. It was not specified which lead dislodged, but he noted that he was brought back to surgery one day post implant to have the lead fixed. Other than the procedure, no adverse patient effects were reported.